Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor zero failure occurred. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user. The unit was swapped with a standby ventilator and ventilation continued without interruption. The unit was sent to the service room where the data acquisition (da) printed circuit board assembly (pcba) was replaced. The unit was then retested, and it was confirmed that the device returned to normal operation. The device passed required performance verification tests by philips standards and was returned to service.